Manufacturer narrative:
Date sent to the FDA: 09/11/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot 48930isp, lot 49004isp.

Event description:
It was reported that a pt underwent a total abdominal hysterectomy in 2009. During the procedure, bleeding occurred and the surgeon sutured the rectal serous surface and posterior vaginal stump (bottom part of douglas's pouch) but the bleeding did not stop. Therefore, the surgeon ligated the posterior vaginal stump. The drain was cut at the end to be shortened and placed at the douglas' pouch. There were over 400mls of drainages on the first post-operative day and about 2000mls of drainage on the second post-operative day. The surgeon suspected there was some urine outflow from the drain due to bladder damage, because the color of the drainage was light bloody. Three days later, it was confirmed by retrograde urography that the end of the drain had punctured the bladder. Under cystoscopic control, the drain was removed and a catheter was inserted into the urethra the same day. The cystography performed six days later, confirmed there were no leakage from the bladder and the wound was healed naturally. The pt was discharged from the hospital four days later. The surgeon opines that the possible cause of this event was that the wall surface of the bladder might be thin and weak due to the intestinal autogenous healing and delamination and avulsion.